Event description:
It was reported that when using the bd pyxis¿ es server error message was displayed in message tracing in cce console. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that error message in message tracing in carefusion coordination engine (cce) console on cce server. The technical support specialist (tss) reviewed, all carefusion coordination engine (cce) services were found running, though gui access was slow. The cce system service was stopped, the search index folder was cleared, and indexes were rebuilt from the tracing database before restarting the service; despite this, tracing continued to fail with a "cancel search" error. As the database was hosted remotely with no access to restart sql services, further db-level actions could not be performed. It was identified that the system was running on cce version 1.8, and the customer was advised to upgrade to cce 5.0 due to known bugs and stability issues. Ga release details were shared, user agreed to proceed with the upgrade, and approval was given to close the case. The system functioned as intended after the technical support specialist (tss) troubleshot the device.